Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ needle leaked whole solution prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples displaying the reported defect were available for examination. We were unable to confirm the reported defect. Research has not found no issues or abnormalities during manufacturing of injected hub batches #7072016, #6295203 and #7076225 (injected in machine 3553 between october 2016 and march 2017) related to reported issue. 1 qn (B)(4) was reached related to burnt resin in batch #6295203 however, this would not affect whether or not the reported leakage. Investigation conclusion: we were unable to duplicate or confirm the indicated failure mode because we have not been provided with affected needles and syringes used. A definitive root cause related manufacturing process is not possible to determine.